Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was unlocked and a failure icon was present on the medstation screen. The field service engineer (fse) partially pulled out the pyxis main unit and observed a data cable on the floor behind the medstation. The fse identified the cable as the helmer refrigerator data cord. The fse powered off the pyxis medstation and shut down the helmer refrigerator. The data cord was reconnected, and all connections to the pyxis main unit were checked and secured. The refrigerator was then powered on and allowed to fully restart. Following this, the pyxis medstation was powered on. Once the application loaded, the fse asked the customer to log in an attempt to recover the failure. The failure icon cleared successfully, and the customer inventoried medications in the refrigerator as a functional test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator smart remote manager for device mmc-m4a was shown as not detected on bus. The customer had attempted to reboot the device, but the srm still continued to show as not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.